Event description:
It was reported that the patient is experiencing pain at the generator site and that an issue with the wires can be seen from the patient's neck. The patient was referred to the surgeon. Additional relevant information has not been received to-date.

Event description:
Follow-up from the provider indicated that the surgery referral was to prevent a serious injury and for patient comfort. The pain is located at the generator site. The issue with the lead in the neck was that the wire appeared kinked and visible under the skin.